Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure for a vessel sacrifice in the gastroduodenal artery (gda) using pod packing coils (pod pc), a lantern delivery microcatheter (lantern) and a ruby coil. During the procedure, the physician placed a ruby coil in the target vessel using the lantern. While advancing the pod pc, it unintentionally detached in the gda. Therefore, the physician attached a 60cc syringe to the back of the lantern and removed the detached pod pc using manual aspiration. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.